Event description:
It was reported that this implantable pacemaker exhibited longevity calculation of 8.5 years remaining to 7.5 years in a span of a week post magnetic resonance imaging (MRI). Boston scientific technical services (ts) discussed suspected battery change due to telemetry usage. Recommended data analysis. This device remains in service. No adverse patient effects were reported.